Manufacturer narrative:
D.10. Concomitant products: sigadaptshort, sig power sigadaptshort lin short adapt, (serial number: (B)(6)) sigphandle, sig power sigphandle handle, (serial number: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a video-assisted thoracoscopic surgery, after stapling the parenchymal tissue, the jaws of the reload could no longer be opened, and the knife could not be retracted. The adapter was removed from the powered handle, and an attempt was made to manually open the reload with a retracting tool, but without success. The reload could not be disconnected from the adapter. A new adapter and a new reload were used to excise the defective reload. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the reload was fully fired. The I-beam was very slightly retracted from the distal end of the reload, and the jaws were clamped on tissue. There was damage to one of the blowout plates. The laminates were found to be partially herniated. It was reported that the device locked on tissue, it was difficult to retract the knife blade, and it was difficult to unload. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.